Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of noise resulting in oversensing and loss of pacing noted on the right ventricular (rv) lead. An rv lead revision is anticipated but none has been performed yet. The patient was in stable condition.

Event description:
New information was received indicating the right ventricular lead was explanted to resolve the event. The patient was in stable condition.

Event description:
New information was received that the right ventricular was revised to resolve the event. The patient was in stable condition.